Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced frequent hypoglycemia while using the ilet for approximately one year, with premature corrections for lows and no meal announcements noted; the agent provided troubleshooting and education, recommended discussing a factory reset with a trainer to facilitate meal announcements, and confirmed glucose was back in range after obtaining a blood glucose reading. Symptoms included hypoglycemia. Outcomes included user education and return to glucose range. Investigation included user counseling on proper use and operational guidance. Investigation of this case revealed no device malfunction identified, with user technique and missed meal announcements considered contributory. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.